Event description:
It was reported that "on (B)(6) 2025, the doctor indwelling the femoral vein deep venous catheter under the guidance of b-ultrasound. When inserting the guide wire after normal puncture and skin expansion, he found that the guide wire was found kinked, and the catheter could not be successfully guided into the blood vessel. After re unpacking a new set of venous catheter package, the catheter was successfully placed after using the new guide wire, and the patient had no other injury in the process." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. The catheter was not returned. Visual analysis of the guidewire revealed multiple kinks and continuous bends throughout the body. Microscopic analysis showed the j-bend was misshapen, but both proximal and distal welds were full and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. Kinks in the guidewire were measured at 392mm, 425mm, 440mm, 507mm, and 562mm from the proximal end. A continuous bend was measured from 130mm to 387mm from the proximal end. The guidewire length measured 601mm , which is within the specification of 596mm - 604mm per the guidewire product drawing. The guidewire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was threaded through the returned 18ga introducer needle/arrow raulerson syringe (ars) subassembly as well as through a lab inventory catheter. The guidewire passed through all the components with little to no resistance at the undamaged portions. Major resistance was encountered at the locations of the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed based on the returned sample. The returned guidewire passed all relevant visual, dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the potential root cause cannot be confirmed at this time without the catheter being returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, the doctor indwelling the femoral vein deep venous catheter under the guidance of b-ultrasound. When inserting the guide wire after normal puncture and skin expansion, he found that the guide wire was found kinked, and the catheter could not be successfully guided into the blood vessel. After re unpacking a new set of venous catheter package, the catheter was successfully placed after using the new guide wire, and the patient had no other injury in the process." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)